Event description:
It was reported that during an unknown procedure, fork from tip. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: please clarify what is meant by fork from tip? The fired staple leg split. Was the device able to be fired? Yes. If fired, which firing of the device did this event occur on? The 1st firing. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution.